Event description:
During the implant procedure, difficulty was noted while removing the stylet from the lead. The stylet was replaced to resolve the event and the patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.